Event description:
End user called to complain that the device was reading the calibration tes high out or range. This was confirmed by phone trouble-shooting. The device was replaced and the defective one returned for investigation.